Event description:
Unable to deflate foley balloon catheter. 7cc water aspirated initially - unable to aspirate remaining 3cc. MFR notified. Urologist consulted and was able to remove catheter by cutting balloon port, inserting ptfe coated guidewire and deflating balloon.